Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient experienced an event of broken infusion set cannula on (B)(6) 2025. The event occurred within three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for five and half hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5412118, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5412118 was manufactured according to the work instruction (wi) version 101 and manufactured in the line 2 on 16/jan/2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) for error in fill cannula volume in instructions for use (IFU), was opened and further product disposition were required. Conclusion summary of complaint investigation: as a result of the following: one nc raised during production unrelated to complaint code, no maintenance events were recorded related to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.